Manufacturer narrative:
The device was not returned; however, a piece of sealant was found inside the procedural sheath of another device that was returned due to a reported shuttle advancement issue (refer to mfg report # 3004939290-2016-00028). There was blood on the outer surfaces of the sealant and the grip tip was missing. This finding indicated that for an unknown reason the mynx closure procedure was aborted without completing all the deployment steps and the sealant was retained inside the procedural sheath. Attempts to gather additional information to clarify the event were unsuccessful and the failure mode of this incident could not be determined. A review of the lhr was not possible as the lot number was not provided. Based on the investigation performed, the root cause of the event could not be conclusively determined. Should additional relevant information become available, a supplemental MDR will be filed. UDI number: device identifier (di) and production identifier (pi) numbers are unknown as the part number and lot number were not provided.

Event description:
During device evaluation of a mynxgrip vascular closure device that failed to shuttle down completely (refer to mfg report # 3004939290-2016-00028), a 2nd sealant was found, indicating that another device had previously been used and failed to deploy. It was reported that resistance was felt during the deployment of this device. Additional information was requested; however, the information is unknown.